Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the wiper would not retract. As per user facility, they've used one to two kits. The case was completed, though vision was obstructed. On the second kit my vision was totally obscured, so the kit was changed out. Both kits failed almost immediately, upon insertion into leg. The wiper blade was out and would not retract, despite efforts. It is still unknown whether there was a delay in the procedure or whether there was blood loss. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 14, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3221, 4315). Type of investigation: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be conducted. The affected lot number was not provided so a representative retention review was not able to be conducted. Based on the available information, it is not possible to determine a true root cause to this event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.